Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm due to moisture damage on electrical board. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple pump error alarm. The blood glucose level was unknown. The insulin pump had a critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The troubleshooting was performed for critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump being returned for analysis.